Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse rebooted the system but the issue persisted. The fse also checked the system cabling pcs and hard drives to identify the issue. Later, the fse replaced the suite pc, loaded the software and did system backup. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not booting up. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the suite-pc was replaced, the system was returned to use in good working order.